Manufacturer narrative:
Nonresorbable materials, unretrieved in body is not labeled. Patient condition is unknown as not provided by the reporter. No product was returned to assist in this investigation. Final quality control personnel inspects for suture security and functionality. Per the provided IFU, it is stated: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free." The complaint device was not returned to assist in the investigation. Per the customer testimony, the catheter was cut during removal. Per the IFU, the proper procedure is to stabilize the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free. If the pigtail is not fully formed during insertion of the catheter there may be some encrustation develop on the exposed suture making it difficult to release when it is time to remove the catheter (images for this case were requested, but not received). However, insertion of a wire guide will aid in releasing the suture and allowing the catheter to straighten and be removed. Although we do not indicate cutting of the catheter as a means of removal, if this is done, one of the exposed ends of the locking suture must be secured in order to prevent possible loss of the suture from the device. We will continue to monitor for similar complaints and have notified the appropriate personnel.

Event description:
In (B)(6), the drainage catheter was placed for ptcd. On (B)(6) 2010, when he attempted to remove the catheter, the physician noticed that the string at pigtail part was caught inside bile duct and he was not able to retrieve the catheter out of the patient's body. Both the catheter and the string were cut at fistulae, and only the catheter was removed and the rest of the string left in the patient's body. The status of the patient is unknown.